Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. (B)(4): miscellaneous - not analyzed/met expected longevity.

Event description:
It was reported that the device was unable to be interrogated and no pacing was observed. The device was explanted and replaced. No patient complications have been reported as a result of this event.